Manufacturer narrative:
Section a1 - patient identifier complete entry = sample ID (B)(6). All available patient information was included. Additional patient details are not available. The complaint investigation for a falsely elevated alinity I toxo igg results on the alinity I processing module, serial number (B)(6), included a review of complaint text, a search for similar complaints, trending data, labeling, and device history records. The customer service center specialist (csc) reviewed the analyzer logs and suggested the customer replace the alinity pipettor probe, list number 03r96-01. The customer replaced alinity pipettor probes, which resolved the customer¿s complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no increase in complaint activity. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or deficiency was identified.

Event description:
The customer observed falsely elevated alinity I toxo igg results for two patients. The following data was provided (<1.6 iu/ml is nonreactive, >/=3.0 iu/ml is reactive): sample ID (B)(6) initial result, on (B)(6) 2025, was 6.6, repeat result was 0.0 iu/ml, repeat result, with a roche assay, was negative. Sample ID (B)(6) initial result, on (B)(6) 2025, was 12, repeat result was 0.07 iu/ml, repeat result, with a roche assay, was negative. There was no impact to patient management reported.